Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. An electrical continuity test was performed and passed. No damage to the conductor wire was observed. The complaint regarding the beige plastic being damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the beige plastic on the maryland bipolar forceps instrument had damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the customer could not provide any additional information.